Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not present) message upon powering on," was not confirmed during the functional testing and the archive data review. The archive data indicated that the autopulse platform was not used or powered up on the customer-reported event date of (B)(6) 2022. The autopulse platform passed the functional testing and the customer reported ua12 was not reproduced during the functional testing. Upon visual inspection, unrelated to the reported complaint, observed a broken part of the front enclosure, likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. Based on the archive data review, the autopulse platform was last powered up on october 15, 16, and 17, 2022, with one ua07 (discrepancy between load 1 and load 2 too large), several ua02 (compression tracking error), one ua18 (max take-up revolutions exceeded) and several ua17 (max motor on time exceeded during active operation) advisory messages. The observed uas are unrelated to the reported complaint. The observed uas were not reproduced during the functional testing. The autopulse platform passed the initial functional testing without fault or error. The autopulse platform was further tested with a large resuscitation test fixture (lrtf), and the uas observed in the archive were not reproduced. However, upon further testing and unrelated to the reported complaint, the autopulse platform failed the load cell characterization check due to a failed load cell #2, which is the most likely root cause of ua07, ua02, and ua18 noted in the archive. The broken/cracked cover(s) and load cell(s) failure were likely attributed to mishandling, such as a drop or the age of the platform. The autopulse platform was manufactured in july 2017 and is more than five years old. Upon replacing the load cell, the platform passed the load cell characterization check. In addition, the belt switch assembly was checked, and no issues were noted. The internal inspection was performed, and no issues were found that could contribute to ua17. The archive shows autopulse did not reach the target depth within the specification. The take-up target and the encoder take-up end values indicate the cause of the ua17 noted in the archive could be due to using a manikin/object that was very stiff or hard to compress. Following service, the autopulse platform passed all the final tests without fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not present) message upon powering on and was unable to clear the ua. No patient involvement.